Event description:
Dealer stated that the motor brushes are burnt into the motor on an unknown power chair.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model, serial number/date code and age of product are unknown.. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.